Manufacturer narrative:
The medical center discarded all impella product at the explant in 2020. No benchtop analysis to root cause is possible. Should the registry furnish more details that lead to a definitive root cause, a final report will follow. The failure mode will be monitored and trended.

Event description:
The medical team in japan had an impella cp support in 2020. Later in 2022 the jpvad registry noted a vascular injury that required treatment. The patient had moved during support and caused a hematoma. The team noted the treatment was a vessel suture. No additional treatment was noted, nor any lasting harm/injury to the vasculature.